Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was not returned for evaluation. Therefore, a final root cause of the event (footswitch was unable to communicate with console) was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during preparation for use, the subject device did not communicate with the laser system. The customer was provided troubleshooting steps. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Attempts to obtain information regarding the outcome of troubleshooting were unsuccessful. The customer was advised that the device should be sent to olympus for evaluation if the issue was not resolved. The device was not sent to olympus. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.